Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "recurrent teslaspy red cross alarm". - this occurrence was noticed during the pre-operational check. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing. Follow up 1: correction of the UDI code in entry field d4 UDI (B)(4).

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "recurrent teslaspy red cross alarm". This occurrence was noticed during the pre-operational check. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.